Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the tip of the screwdriver shaft stardrive®, t25, for universal reduction screw broke. The fragments were removed from the patient. No other medical intervention was required. Patient status is reported as good. The procedure was completed successfully. No prolongation of the surgery was reported. Concomitant part: universal reduction screw (part 01.636.012, lot unknown, quantity 1) this is report 1 of 1 for (B)(4).